Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.